Event description:
(B)(6) clinical trial. Same case as MDR ID: 2134265-2012-05986. It was reported that subsequent to a stenting treatment procedure the patient experienced angina and stent restenosis occurred. In (B)(6) 2011, the 90% stenosed target lesion was treated in the mid left anterior descending (lad) artery. The lesion was predilated with a 2.00x20mm apex balloon catheter. Two taxus element stents were then deployed in the mid lad, a 3.00x16mm and a 2.50x20mm. Post-dilation was performed with 2.50x15mm and 3.00x15mm non-compliant, unspecified balloon catheters, resulting in 0% residual stenosis. The patient was discharged on 75 mgs aspirin and clopidogrel, 1 time/day. In (B)(6) 2012, the patient experienced a recurrence of angina and a restenosis at the beginning of the stent in the ostium of the lad was diagnosed. Revascularization with a 3.00x12mm promus element was completed with good angiographic results. The patient was discharged on the following day. It is the opinion of the physician that the event is not related to the taxus element stents.

Manufacturer narrative:
Event date, describe event or problem and other relevant history updated. If implanted, give date was corrected from (B)(6) 2011 to (B)(6) 2011. (B)(4).

Manufacturer narrative:
Device is a combination product.device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted within the dfu.(B)(4).

Event description:
It was further reported that neither of the taxus element stents had restenosed. There was a new lesion at the proximal end of the 3.00x16mm taxus element stent. The new lesion was treated with the deployment of a 3.00x12mm promus element stent.

Manufacturer narrative:
Describe event or problem updated. (B)(4).

Event description:
It was initially reported that the implant date of the stents was (B)(6) 2011, however the correct implant date is (B)(6) 2011. It was further reported that in (B)(6) 2011 the patient presented due to acute coronary syndrome with angina. Following stent deployment timi 3 flow was observed. The patient was discharged later that same day. In (B)(6) 2012 the patient underwent a percutaneous coronary intervention and was taken off of the study medication and started on clopidogrel by her general practitioner. In (B)(6) 2012, the subject returned to the hospital with unstable angina and was admitted. A chest x-ray was performed which revealed the cardiomediastinal contours were within normal limits with clear lung and pleural spaces. Five days later coronary angiography was performed and minor coronary artery disease was diagnosed. The patient's anti-anginal medication, diltiazim hydrochloride and isosorbide mononitrate, were increased and the event was considered resolved. The patient was discharged on the following day.